Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The pt experienced peritonitis, manifested by cloudy dialysate and was hospitalized on the same day. The pt was treated with antibiotics (unspecified) for the peritonitis (dates not reported) . Further detail on the break in aseptic technique was not provided. On an unreported date, the pt was re-trained in proper aseptic procedures for pd therapy. The outcome of the peritonitis was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.